Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes,

Event description:
Hmsc reported shock impedance out of range on 5-feb-2026, the day after a generator changeout. Recordings shows noise on atrial channel of lead. Lead to be evaluated further and currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2026 and additional report of fracture received the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.